Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a random call service cs064 alarm which was unable to be resolved by changing the infusion set tubing and rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history was reviewed and found evidence of cs 064 alarms. During testing, the pump emitted a cs 078 alarm during the rewind step and prevented further testing from being completed. The pump was opened and corrosion was observed on a circuit component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.